Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: it was reported that a PICC line in a patient was flushed using several posiflush sp syringes. The patient developed an allergic reaction with itching and pustules over the entire body. When did the incident occur? During use. Additional information provided: this had serious consequences for the patient, who had to be treated with antihistamines and solumedrol. The patient is experiencing an allergic reaction, with itching and blisters all over his body.